Manufacturer narrative:
The pump passed the sleep current test, and active current test. Test p-cap locks properly into the reservoir compartment. Successfully downloaded pump history files and traces using thump software. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Pump alarmed several failed battery test alarms on 01/01/2026 at 19:00:48.000 to the event date of 01/07/2026 at 07:40:00.000. Battery cycle 5.0 received the lowbatteryalert (104) on 12/30/2025 15:14:00 after more than 7 days at 17.46 days. Battery cycle 2.0 received the lowbatteryalert (104) on 12/12/2025 17:20:00 after more than 7 days at 15.83 days. With reference to the baat tool instructions, the customer did not experience an unexpected battery power loss of less than 7 days per the pump history records. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor, and force sensor. The following were also noted during visual inspection: cracked case, scratched case, broken battery tube threads, stained keypad overlay, cracked case (battery tube), and pillowing keypad overlay. Unexpected battery power loss was not confirmed. Customer did not experience an unexpected power loss of less than 7 days per the pump history records. Cosmetic damage was confirmed at the battery compartment. Cosmetic damage at the reservoir compartment was not confirmed, however, other cosmetic damage was noted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer alleged pump cracked at battery tube side due to that damage pump sometimes loses power. The customer reported no adverse event. The event involved product mmt-1886. Troubleshooting was performed and damage was affecting/impacting pump functionality. No harm requiring medical interventions were reported. The customer will discontinue pump use and revert to back up plan as per health care professional instructions. The product mmt-1886 will be returned for analysis.